Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. Phone # (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were cooling patient for the last 2 days and arctic sun device alerting air leak. Patient temperature (pt) was 33.5c, targeted temperature (tt) was 33.5c, water flow rate (wfr) was 1 l/m. Neonatal pads in place. Walked through stop therapy, empty pads, disconnect and reconnect. Made sure to reconnect holding nowhere near clear connectors and verify audible clicks with each connection. Straightened lines and removed kinks. Restarted therapy and water flow rate (wfr) was stabilized at 0.7 l/m. Encouraged them to call back with any additional questions or concerns.

Event description:
It was reported that they were cooling patient for the last 2 days and arctic sun device alerting air leak. Patient temperature (pt) was 33.5c, targeted temperature (tt) was 33.5c, water flow rate (wfr) was 1 l/m. Neonatal pads in place. Walked through stop therapy, empty pads, disconnect and reconnect. Made sure to reconnect holding nowhere near clear connectors and verify audible clicks with each connection. Straightened lines and removed kinks. Restarted therapy and water flow rate (wfr) was stabilized at 0.7 l/m. Encouraged them to call back with any additional questions or concerns. Per ICU nurse on 07nov2024, it was reported that after the technical support call, the device started having flow issues again. They swapped to an alternate device and the patient completed therapy on that one. No patient impact was noted. The original device was sent to the onsite biomed team for evaluation. Per follow up information received from nurse via phone on 04dec2024, it was reported that the device has been repaired and was back on the unit. No biomed technician was available to speak to about exactly what repair was made.

Manufacturer narrative:
This supplemental MDR is being submitted to capture additional information from a follow up, but it does not impact the investigation findings previously submitted. The device was not returned. The reported issue was inconclusive. The root cause of the reported issue could not be identified. A DHR review is not required as the serial number is unknown. The latest labeling revision was reviewed for this investigation. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were cooling patient for the last 2 days and arctic sun device alerting air leak. Patient temperature (pt) was 33.5c, targeted temperature (tt) was 33.5c, water flow rate (wfr) was 1 l/m. Neonatal pads in place. Walked through stop therapy, empty pads, disconnect and reconnect. Made sure to reconnect holding nowhere near clear connectors and verify audible clicks with each connection. Straightened lines and removed kinks. Restarted therapy and water flow rate (wfr) was stabilized at 0.7 l/m. Encouraged them to call back with any additional questions or concerns. Per ICU nurse on 07nov2024, it was reported that after the technical support call, the device started having flow issues again. They swapped to an alternate device and the patient completed therapy on that one. No patient impact was noted. The original device was sent to the onsite biomed team for evaluation.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause of the reported issue could not be identified. A DHR review is not required as the serial number is unknown. The latest labeling revision was reviewed for this investigation. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. UDI format updated with available product information per gudid. Phone # (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.